Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. To address the situation, the customer planned to use a backup insulin pump, and a replacement pump was to be provided by technical support because the original was no longer covered under warranty.